Event description:
It was reported that during central processing that the instrument's jaw broke off during decontamination process. No fragments fell. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated that the issue occurred during the decontamination process and did not involve a patient. There was no report of fragments falling from the device while used within a patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting jaw broke off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the midpoint of the grip. A piece approximately 0.219" x 0.123" was found to be broken off. The broken piece was not returned. The complaint regarding a broken off jaw was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additional observation(s) not reported by site: the instrument was found to have blade damage. Both blade edges were indented. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage), mishandling the instrument, or misusing the instrument. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.